Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the blade stopped rotating in the middle of the procedure. Another device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received. However, the product evaluation is not yet completed. Any further info derived form the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2009-00735, 00737, and 00738. The same pt is represented in each medwatch.